Manufacturer narrative:
One unit was received for evaluation in used condition. As received, there were no damages or anomalies observed. Functional testing was performed and both the trach cuff and pilot balloon inflated successfully. The complaint of leakage cannot be confirmed nor replicated. The device tested normally at the time of evaluation. A lot history review could not be conducted because no lot number was provided by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the trach tube exhibited a leakage. There was patient involvement, no injury was reported.